Manufacturer narrative:
Result of investigation: during the investigation process, the device history record was reviewed for any discrepancies that might have occurred during production to explain the issue reported, nothing was found. Current inventory was evaluated for any manufacturing defects; no errors or discrepancies were found. Due to the lack of a defective sample and the limited information provided, the issue could not be confirmed, and a root cause was not determined.

Event description:
It was reported to vyaire medical that during a procedure, a crack was observed on the prone head positioner with mirror. The device was on the patient but no harm occurred and no intervention was needed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.